Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8711, lot# n081672002, implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported per the patient that the pump system was removed on 2014 (B)(6) due to infection. No further information was provided. Additional information has been requested but was not available at the time of this report.